Event description:
Reporter indicated that the option to "backup to flashcard", "restore from flashcard", or "exit" would present on the handheld screen after interrogations. The handheld was upgraded to the 7.1 software and the issue resolved. The 7.0 software flashcard was returned to manufacturer for analysis. Analysis of the software revealed that there was a corrupt database cyberonicsbu.cdb. The cause for the file corruption is unk.